Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/02/2016 with the following findings: a review of the pump¿s black box showed no pump reboots. Multiple cs087 language file corrupt failure call service alarms were observed. During investigation, a visual inspection of the pump revealed a crack in the battery compartment and the threads were stripped. A test battery cap was unable to fit securely and kept spinning, but was able to maintain an electrical connection. Moisture corrosion was observed in the battery canister. A leak test was performed and a battery compartment leak was found. During testing, the pump powered on with auditory and continuous vibration to a blank display screen. During testing, a vertical brown/reddish line was observed on the display screen. A test display was installed and the pump powered up to a cs 069 alarm; the test display screen was found to be clear and functional. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The complaint of a power issue was unable to be adequately investigated due to the unrelated failures. The pump was opened and no further moisture was found to the printed circuit board or inside the pump, however, the internal motor was found damaged.